Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for ten days for the event. Treatment for the event was not reported. On an unreported date, the patient was discharged from the hospital. The patient was recovered from this peritonitis event. Action taken with dianeal therapies was not reported. No additional information is available.